Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during fill while refilling the heater. The registered nurse (rn) stated that she did not connect enough solution, so she disconnected the heater bag and reconnected a new bag. The technical service representative (tsr) explained the alarm and advised that she would need to end therapy because of the bag being disconnected. Tsr assisted in ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the clinic on (B)(4) 2013. The receptionist stated that no one by the name provided works there. No additional information is available as there was no patient identifier provided.